Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis; blood glucose value was not provided. Reportedly, the customer ¿almost died¿. Additional information was not provided. Reportedly, the customer reverted to manual injections and customer declined to provide additional information regarding the reported issue.